Event description:
The reporter alleged discrepant results were obtained on the device when compared to a lab. The reported device results were 3.4 and >8.0 inr. The reported lab results were 2.57 and 5.11 inr. The device was replaced and requested to be returned for evaluation.